Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified coronary vessel. A 3.00 x 38 synergy stent was advanced but failed to cross the lesion despite several attempts. The device was removed and it was noted that the stent struts were deformed. The procedure was completed with a non-bsc stent. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 3.00 x 38mm stent delivery system was returned for analysis. The crimped stent was examined and damage was noted. Struts 1-6 and 14 from the proximal end of the stent were damaged and deformed. Struts 1-6 were damage and slightly bent in a distal direction. The remainder of the struts were undamaged. The undamaged crimped stent outer diameter (od) was measured and the result was within the specification. The balloon cones were reviewed and there were no issues noted. The balloon had not been subjected to any significant positive pressure. A visual and tactile examination of the hypotube revealed multiple kinks along the full catheter length. An examination of the shaft polymer extrusion identified no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified coronary vessel. A 3.00 x 38 synergy stent was advanced but failed to cross the lesion despite several attempts. The device was removed and it was noted that the stent struts were deformed. The procedure was completed with a non-bsc stent. No patient complications were reported and patient's status was stable.